Event description:
Customer's niece reported that beginning on (B)(6), 2010 customer noticed his freestyle freedom blood glucose meter was not displaying the entire reading. It was further reported that during the week between when he first noticed the problem with his meter and when he called customer service on (B)(6), 2010 he had not been testing and subsequently experienced blurred vision, numbness throughout his body and vertigo. Customer self-presented to a local healthcare facility where he was diagnosed with severe hyperglycemia, was treated with an intravenous infusion of unknown type and had his glucose monitored. Customer also self-treated with his usual diabetes medications, glucotrol and glucophage. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This MDR is being filed as a correction to MDR #2954323-2010-01235, which was sent on september 3, 2010. Device will not be evaluated. This is a final report. Original MDR erroneously stated an investigation will be undertaken upon receipt of the device. No investigation will be undertaken as product problem was precipitated by the customer dropping the meter. Issue was deemed to be use related.

Manufacturer narrative:
This is an initial report. An investigation will be undertaken upon receipt of the customer's products. A final report will be sent when the investigation is completed. It should be noted: while troubleshooting with customer service, it was revealed the customer had dropped his meter prior to the issue with the display.

Event description:
It was reported that a physician unknown if trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device did not achieve hemostasis. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.